Manufacturer narrative:
A customer was splashed in the eye when she emptied a drip tray that was placed underneath the arc x waste pmp I (part number 08c94-19) that was leaking. The customer was wearing a lab coat, but no protective eyewear was worn. The abbott customer support specialist sent a replacement external waste pump for customer installation. Return testing was not completed as returns were not available. A review of the architect i2000sr, serial number (B)(4), service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding a splashing incident or exposure after the arc x waste pmp was replaced. A review of the architect system operations manual provides information regarding biological and chemical safety hazards that includes wearing personal protective equipment (ppe). The operations manual also provides instructions for replacing the external waste pump. A search for similar complaints found no additional tickets and no trends were identified for the arc x waste pmp I (part number 08c94-19) for this complaint issue. A review of architect/alinity ia platforms found no trends with regards to the issue. Based on the investigation no product deficiency was identified for either the architect i2000sr, sn (B)(4), or the arc x waste pmp I (part number 08c94-19).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
Waste liquid splashed into the eyes of a technician while they were removing liquid waste from a basin under an architect i2000sr analyzer pump. The pump was leaking and was found to be clogged. The technician was manually removing the waste while replacing the analyzer pump when the incident occurred. The technician was sent to the emergency room, however no treatment information was provided.